Event description:
During a check-out procedure at the manufacturer's service center, a malfunction of a ventilator's rate was observed. The device was not in patient use. There was evidence of contamination. The device's sensor board needs replaced to address the issue.